Manufacturer narrative:
Available post-operative radiographs indicate that the femoral base was malpositioned at time of implantation, indicative of intraoperative user error. The retrieval analysis identified impingement marks on the piston neck and femoral socket confirming malpositioning of the femoral base relative to the absorber. A review of manufacturing records indicates that the fractured component conformed to manufacturing specifications.

Event description:
Fracture at the femoral end of the absorber was observed on x-ray at annual doctor's visit. Patient commented on tenderness around the implant. The device was removed without difficulty.

Event description:
Fracture at the femoral end of the absorber was observed on x-ray at annual doctor's visit. Patient commented on tenderness around the implant.

Manufacturer narrative:
A device removal is planned. If/when explanted, returned, and the investigation is completed, a follow-up report will be submitted.